Event description:
It was reported the patient was changed to program 3 on (B)(6) 2014 and by two days later they started to get a spasm in their bladder and rectum. It was noted the spasm had been very bad the last couple of days prior to report. It was stated the spasm started when they were urinating. It was later reported the patient had frustration with their implant results since it was implanted on (B)(6) 2014. It was stated the patient had interstitial cystitis, retention and frequency. It was noted the patient¿s trial worked perfectly, but they were in so much pain after their implant that they did not get effective instruction on their programmer use. Reportedly, at implant the patient started on program 2 and used it for two week and their retention was better, but they were peeing constantly. At the patient¿s two week follow up, their doctor changed their device to program 3 and since then it had been bad. It was stated that the problem with program 3 was that every time they would go to pee or have a bowel movement they would get the most horrendous discomfort and pain which calmed down after they would go. It was noted the painful condition started several days after changing to program 3. The patient described it as a bladder spasm and for bowel movements they wanted to pass out from the pain. The patient stated that after they would sit down on the toilet, they had to wait 5-7-10 minutes and they couldn¿t go right away. It was noted that when they did go they had a steady stream and before surgery they did not. Reportedly, the patient called their healthcare provider and they advised the patient to turn their stimulation down so the patient turned down to 0.4 volts. It was stated the patient had also tried program 4 and switched back to program 2 and they were up all night. It was noted that the week after implant, the patient had a bladder installation and their doctor wanted them to go in for this procedure every week until their bladder calmed down.

Manufacturer narrative:
Date of event: was updated as indicated in the statement below of the initial onset of the patient's symptom in this event: it was reported the patient was changed to program 3 on (B)(6) 2014 and by two days later they started to get a spasm in their bladder and rectum. Conclusion code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later stated she has the urge to go but it won't come out in the past week from the day of this call. The patient was going to increase her stimulation to see if that will resolve the issue. The change in therapy /symptom was noted as sudden. The patient reported that she has developed "irritable bowel syndrome" from her ic diagnosis.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0k1b1, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received later indicated that patient was having a lot of bowel issues like spasms and cramping and the health care provider (hcp) was initially thinking it was irritable bowel but was now wondering if it was colitis "rearing its ugly head again." The patient felt like she had period cramps all the time. The patient inquired if interstim could cause spasms and cramping. The patient indicated that she has primary biliary cirrhosis which was a rare form of liver disease, and she had complained for a long time about problems with her bowel, but it was never to the point where it was now. The patient stated the problems started within the last month but the problem was she could not take dicyclomine which could take the cramping and spasms away because she has interstitial cystitis. The patient was on valium suppository which helped the interstitial cystitis (ic) issues, and she thought it would help the other issues but ¿don¿t know." The patient reported she was getting bladder instillation on the day of this for her (ic).

Manufacturer narrative:
(B)(4).